Manufacturer narrative:
Block a: the customer contact reports there is no patient information available. The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The resolution is unknown.

Event description:
The hospital reported the unit had a large leak in mechanical ventilation during a case. There was no report of patient injury.